Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator while in use had a visual and audible alarm with message primary alarm: failure. The ventilator was restarted however, the issue continued. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer was sent a quote for an onsite visit for troubleshooting that has not been accepted yet. No further information at this time.

Manufacturer narrative:
Information was received that the service provider inspected the device and replaced the speakers. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.